Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 01-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (2 mg per ml at 1.9 mg per day) via an implantable pump for non-malignant pain. It was reported that the patient's pump site dehisced. Their incision was healing since implant in november 2020 and the healthcare provider (hcp) had been managing it as the patient had been on antibiotics, but eventually the incision did open. The hcp relocated the pump to a new pocket and placed a new pump catheter segment to connect to the existing spinal segment. There were no product complaints associated with the pump or catheter. There were no external factors involved in this event. There were no diagnostics/troubleshooting performed. The issue was resolved. The devices were discarded and will not be returned. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.